Event description:
Philips received a complaint on the v60 ventilator, indicating that there the device was not delivering tidal volume. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was a rental unit and while in use, it alarmed low tidal volume which could not be cleared. The device was removed from the patient without incident and no patient harm was reported. The customer requested bench repair service to have the device checked. The customer was provided the bench repair form with instructions. Service of the device is pending the customer return of the bench service form and delivery of the product to the bench repair center. A good faith effort (gfe) attempt was completed by phone on (B)(6) 2023. The customer stated that they would not be disclosing the patient information for this event. This investigation is ongoing.

Manufacturer narrative:
H10: on (B)(6) 2023, the bench service engineer (bse) stated that a lot of 120f low tidal volume errors were in the unit event log. The bse stated that the tidal volume settings and alarms are user programable settings. The bse did not find any problems with the unit and suggested performing preventative maintenance (pm) and a full performance verification test (pvt) on the unit. The device is to be returned to the customer "as-is" due to the customer declining the proposal for the annual pm kit. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.